Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was connected to a system monitor and no data was seen on the monitor screen. The controller was exchanged, which resolved the event.

Manufacturer narrative:
Section d4: corrected UDI, section h6: corrected medical device problem code. Incidental findings: superficial jacket damage, fluid ingress. Manufacturer's investigation conclusion: the reported event of no data being seen on the system monitor was confirmed via evaluation. The heartmate ii system controller (s/n: (B)(6) was returned for analysis. Upon connecting to the controller to the system monitor, there was no communication. The power cables underwent continuity and insulation testing and did not pass. Fluid ingress was found. The power cables were cut open to inspect the condition of the wires and the white power cable¿s orange wire (transmission communication) was found to be broken. No other wire damage was observed. The controller¿s power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. A review of the downloaded log file contained data spanning approximately 21 days ( on (B)(6) 2023 ¿ (B)(6) 2024, per timestamp). All of the captured data appeared to show the pump operating as intended throughout the log file and the damage to the orange communication wire did not affect the controller's ability to operate the pump. The root cause for no communication with the system monitor was determined to be damage to the white power cable¿s communication wire. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.